Event description:
The device failed to cross the lesion, upon removal, the distal part of the stent was flared. The report received indicated that during a coronary procedure, the 3.5x18mm cypher was being delivered to the target lesion by direct stenting; however, the device became stuck with a stent which was implanted previously. Therefore, balloon angioplasty was conducted at the proximal left anterior descending and then the cypher was re-delivered. Again, the device got stuck and did not cross the target lesion. The cypher was removed from the pt and the physician observed the distal part of the stent was flared. The procedure was completed successfully by implanting another cypher stent and conducting post-dilation at the target lesion. There was no pt injury reported. Additional info indicated there were no anomalies on the device before use and during the procedure there was no excessive force applied while advancing or trying to cross the lesion; however, there was some difficulty encountered. The physician thinks, the stent got stuck with the stent strut of the already implanted stent and as a result the stent uplifted.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.